Event description:
Additional information received indicated the patient's lead was replaced as the implantable neurostimulator (ins) had been flipping in the pocket. Reference MFR report: 3008829311-2017-00881 and MFR report: 3008829311-2017-00746.

Event description:
It was reported the patient experienced ineffective therapy. X-rays were taken and indicated the lead originally placed at the l5 vertebral level had migrated. Diagnostics showed impedance issues. Surgical intervention may take place at a later date. Patient is also experiencing discomfort at the implantable neurostimulator (ins) (reference MFR report: 3008829311-2017-00746).